Manufacturer narrative:
The insulin pump was received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with minor scratches on lcd window, case and keypad overlay. The device was received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a long crack from the top of the pump along the battery tube. The customer's blood glucose was unknown. The customer agreed to return pump for analysis.